Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss and recurring incontinence, the patient had his artificial urinary sphincter (aus) pump and regulating balloon (prb) removed and replaced. The aus was explanted and new components consisting of a pump and prb were implanted. Should additional information be received a supplemental report will be filed.